Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager had failed repeatedly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failing. The field service engineer (fse) inspected the srm and successfully recovered a door failure without issues. Replaced the srm latch microswitches and applied conductive grease to all switch connections. Made minor adjustments to the door hasp. Extensive testing was performed in hta diagnostics and the application, with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager had failed repeatedly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.